Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with a test minilink and the glucose sensor simulator. The sensor feature did work properly. No lost sensor alarms were noted. The unit was received with cracked case at the display window corners, and minor scratched lcd window.

Event description:
Customer reported the lcd screen had scratches. Customer's blood glucose was 207 mg/dl. Customer stated the scratches on the screen were on the right and the middle. Customer stated the damage occurred while customer was working. Customer had placed name tag in the same pocket as his device and it did the scratches. Customer stated it was a little difficult to read the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.